Event description:
The device was ventilating the pt in controlled mandatory ventilation assist mode with autoflow. The user reported that the device switched into continuous positive airway pressure mode with no pressure support without interaction from the user. The device posted audible and visual alarms. The user changed the ventilation setting back to cmv and the device functioned normally. No pt injury reported.